Event description:
Drug/diluent: ropivocaine (unk dosage). Fill volume: 470 cc. Flow rate: 4 ml/hr. Procedure: bilateral inguinal hernia repair. Cathplace: unk. The complaint was that the pump infused 470 cc of ropivocaine in 24 hrs. Flow rate 2+2. Infusion begin: (B)(6) 2012 at 1445. Infusion end: unk. Adverse event: unk.

Manufacturer narrative:
Method: the sample has been received for inspection and eval. Results: the device is currently undergoing testing and eval at this time. Conclusions: a f/u report will be filed when the investigation has been completed. A review of the device history records (DHR) was conducted for the lot number provided, and the device passed all mfg specifications prior to release. Info from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.